Event description:
It was reported that the locking tab of the lifeband becomes loose when the lifeband cover plate is placed on the platform. Due to this issue, the lifeband is loose. The customer indicated that this incident was not observed while in use with a pt. This was also not in a daily check, demo, training but in another situation. No add'l info could be obtained.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.